Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of homechoice cassettes had pull ring caps that were ¿coming off in transit¿. This was observed when the patient received a shipment of the devices. There was no patient injury or medical intervention associated with this event. No additional information is available.